Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue; the patient reportedly awoke to the pump vibrating and beeping. No alarm was received from the pump and the patient was able to navigate through the pump as usual. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2017. The device has been returned and evaluated by product analysis on 03/31/2017 with the following findings: on investigation, the pump powered on with fully functioning audio alarm. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the audio tone module. Investigation did not duplicate the complaint.